Manufacturer narrative:
The other additional proglide is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in the heavily calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, when the plunger was removed the sutures did not capture the artery with both proglide devices. The tavr procedure was completed. A cut down was performed, and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.